Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead exhibited out of range impedance measurements causing pacing inhibition and patient symptoms of light headedness. Lead was capped and replaced. Should additional information become available, this report will be updated.